Manufacturer narrative:
The customer reported that the blood pressure readings on the bedside monitor (bsm) were inaccurate. The customer removed the input module and found that it worked fine on other bsms and stated that all of the input modules work just not on this current bsm, thus the bsm was found to be the root cause of the issue. The customer will send the unit in for repair. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the blood pressure readings on the bedside monitor (bsm) were inaccurate.

Manufacturer narrative:
Additional narrative: on (B)(6) 2018 (B)(6) hospital reported blood pressure (bp) readings on the bsm (mu-631ra sn:(B)(6)) were not correct. Service requested troubleshooting/assistance. Service performed customer reported the module works at different location. All modules work just not on the current bedside. Customer reported the issue was resolved. Investigation result the device warranty began 2013, which is over 4 years at the time of reported issue. A review of device history found no previously reported issues with the device. Customer reported the issue was resolved but did not provide additional information. There is insufficient information provided by the customer to suggest the issue to be caused by deficient device or design. Information such as why the customer believed the bp was incorrect, how incorrect it was, and how the issue was resolved is needed in order to have full understanding of the complaint. As the device was not returned, nka evaluation of the unit could not be performed. The issue was resolved without nk assistance or troubleshooting. Customer reported no further issues with the unit or any other mu-631ra having incorrect blood pressure. Possible root cause is determined to be user error. A search of keywords "mu-631ra" and "wrong" or "incorrect" using similar tickets query found no similarly reported issues at other facilities with incorrect blood pressure reading. There were 2 reported issues found with incorrect respiration rate. Ticket #4584 reported 11/20/17; determined to be user error ticket #54584 reported 03/22/19; investigation in progress. Customer reported issue was resolved but did not provide further details. The reported issue of incorrect blood pressure appears to be an isolated incident and there is no adverse trend found. The device was in use on a patient and there was no reported patient harm. Based on the given information, this complaint record will be closed. Corrected information: g4. Date received by manufacturer: should be 03/19/2018 not 04/17/2018 as listed on MDR initial report.

Event description:
The customer reported that the blood pressure readings on the bedside monitor (bsm) were inaccurate.